Event description:
A patient had a cypher stent implanted on a mid lad lesion. The patient returned twenty one days post procedure with a 60% restenosis at the proximal edge of the cypher stent and was treated with another cypher stent. This patient was admitted to the hospital with a chief complaint of stable angina. The patient was currently taking an unknown medication for diabetes. The patient was taken electively to the cardiac cath lab, where angiography revealed 70% stenosis at the mid left anterior descending artery (lad). Information regarding the use of anti-thrombins & gp2b/3a's were not reported. There were no difficulties in accessing or wiring the vessel noted. The mid (lad) lesion was predilated. A cypher stent was deployed to the lesion site. The stent was post-dilated. Residual stenosis was reported to be 0%. The patient was discharged the following day on aspirin, plavix, statins and ace-inhibitors.